Manufacturer narrative:
Approximate age of device- 4 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that upon arrival to the intensive care unit (ICU) from the operating room (or), the patient was experiencing bleeding from chest tubes and received 3 units of packed red blood cells (prbc) for hemoglobin (hgb) drop to 5.9 g/dl. 2 unit¿s fresh frozen plasma (ffp), 1-unit cryoprecipitate, and 1 unit platelets were also administered on (B)(6) 2018. Chest tube output was 200 ml/h for three hours overnight to (B)(6) 2018, then dropped to 60 ml/h, and then increased again to 200 ml/h. On (B)(6) 2018, subject received 7 units prbcs, five units ffp, 1-unit cryoprecipitate, and 4 unit¿s platelets. Chest tube output decreased on (B)(6) 2018 and blood products were administered on this day or later in the hospitalization. Anticoagulants at the time of event was aspirin. A total of 7 units of prbc transfused in 24-hour period and in total, 5 units of ffp, 1-unit cryotherapy and 4 units of platelets. No additional information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.